Event description:
When using a flipcutter ii 10 mm (catalog number: ar-1204af-100, lot number: 305939889, expiration date: 2018-03) to make tunnel for acl autograft implantation the tip of the flipcutter ii broke into the joint. The orthopedic surgeon retrieved the broken tip of flipcutter ii and proceeded with the case. The arthrex technical representative was in the or at the time of the incident. The flipcutter ii was taken by the manufacturer representative for product evaluation.======================manufacturer response for flipcutter ii, flipcutter (per site reporter).======================no response yet.what was the original intended procedure?acl reconstruction.device #1is this a laboratory device or laboratory test?no.